Event description:
A consumer's family reported a consumer had their implantable neurostimulator replaced due to battery depletion on (B)(6) 2015. The symptoms of rejection occurred after battery replacement, the stmulate wound rupture location has been done suture, but the wound was not healed, the physician said need to explant and re-implant the device after the wound healed. There was more than 50% reduction in symptoms. Unknown if any troubleshooting was done or cause. Family requested need to know how to save device and how to disinfect.

Event description:
Follow up information received from the manufacturer representative (rep) reported that the patient's battery was replaced on (B)(6) 2015. The patient appeared to have an infection and the device were explanted in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.